Event description:
It was reported that a malfunction occurred, indicated by code malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, and after assistance, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred. No additional information was received regarding the outcome of the event.